Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2017, the fse replaced a broken wash probe, 3-way waste valve, and waste bottle. The fse also cleaned the incubator lube bearings. Controls were run and the issue resolved. The most probable cause of the reported event was a broken 3-way waste valve, wash probe, and wash bottle.

Event description:
On (B)(6) 2017, a customer reported wash unsuccessful and overflow errors with their aia- 600 analyzer. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of ckmb and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.